Manufacturer narrative:
Date of event was reported as "about a week and a half ago" for the uti and "about 2 weeks ago" for the return of symptoms issue.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a loss or change in therapy. The patient stated that lately, they had been having a lot of accidents, return of symptoms, and got a urinary tract infection (uti). The uti stated about a week and half ago. The return of symptoms had occurred about 2 weeks ago. It was also noted that their symptoms had not been any better. The patient stated that the ins had helped them and over the time they have had it they had to gradually increase the stimulation little by little. They were at 3.1 volts which was the highest the amplitude they had ever been at. The patient did feel the stimulation and their family member had just helped them increase the stimulation. The patient was redirected to the healthcare professional (hcp) for the uti and if there was no symptom improvement with the adjustment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.